Event description:
Customer advised breast pump has been having low suction for the last 2 weeks and she now has mastitis and was prescribed antibiotics.

Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of 10/23/2013. The involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Attempts to follow up with the customer to get additional complaint info were unsuccessful. Should additional info or the original product be received, resulting in new changed, or corrected info, a follow up report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)] it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).